Manufacturer narrative:
It was reported that a patient, who had an unidentified abdominal surgery which used the skin affix to close a wound, returned to the emergency department "with what appeared to be infected wound with necrotic tissue covering the wound bed". Despite good faith efforts to obtain additional information, the reporter was unable or unwilling to provide any further patient, product, or procedural details. The reporting facility did not provide an actual diagnosis and what medical intervention was required for the reported incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause cannot be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a patient who had an unidentified abdominal surgery which used the skin affix to close a wound returned to the emergency department "with what appeared to be infected wound with necrotic tissue covering the wound bed".